Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, energy output testing, and defib cycle testing without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report that energy output was higher than 15%. Therefore, our investigation found this report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.